Event description:
Patient reported receiving diathermy treatment and is now experiencing pain at ipg site. No product returned. Per hcp, patient was seen in 2001 for a routine assessment of settings for their interstim unit. Patient did not complain of ipg pain. Hcp discussed the use of diathermy and the patient denied knowing that it was not recommended. The function of the interstim unit has not significantly changed since the application of the diathermy - patient has retention and since returning from their vacation, patient has had to cath self every 5-6 days and that is why patient came for an amplitude range adjustment. Patient's diathermy consisted of 5 sessions, the last about 2 weeks ago, to their right hip for a problem that hcp was not very familiar. The patient's history includes multiple problems including - lumbar spine, the hip, and urinary retention. This information was in the patient's chart.